Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible a backwall stitch occurred; however, this cannot be confirmed. The subsequent treatment is related to the consequences of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated.

Event description:
It was reported that this was closure of the right leg using a prostyle device prior to a heart catheterization interventional procedure with two unknown stents placed on (B)(6) 2025. The device was deployed and used to achieved hemostasis without issue on (B)(6) 2025. Four weeks later, on (B)(6) 2025 the patient experienced pain on the right leg. The patient called (B)(6) hospital and was told to contact the personal physician. The patient was referred to a vascular surgeon in (B)(6) hospital in (B)(6), and an 80% occlusion was observed. Balloon dilation was performed with the up and over technique to treat the occlusion. The patient was discharged days later. It was noted by the vascular surgeon that if the occlusion were to reoccur, the prostyle suture will be removed. No additional information was provided.